Manufacturer narrative:
Once the product is returned, analysis will be performed and a supplemental report will be issued. (B)(4).

Event description:
It was reported that this pacemaker exhibited premature battery depletion shortly after implant. A request was made to have data from this device analyzed, and a technical services (ts) consultant recommended device replacement. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced. No additional adverse patient effects were reported. This pacemaker is expected to be returned for laboratory analysis.

Manufacturer narrative:
Once the product is returned, analysis will be performed and a supplemental report will be issued. Please note: patient code 3191 was applied to capture the reportable event of surgery. Update: upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observation of premature battery depletion.

Event description:
It was reported that this pacemaker exhibited premature battery depletion shortly after implant. A request was made to have data from this device analyzed, and a technical services (ts) consultant recommended device replacement. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced. No additional adverse patient effects were reported. This pacemaker is expected to be returned for laboratory analysis. This pacemaker was returned and analyzed. This report is updated with the product investigation results.